Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colonoscopy with dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped after being inflated to 20 mm. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.